Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2014-10992.

Event description:
It was reported that the insulin pump had water damage. The customer was thrown into the swimming pool. The customer's blood glucose was 128 mg/dl. There was moisture under the lcd of the insulin pump. The customer stated that on their birthday they went to the hospital because they went swimming while the insulin pump was attached to them. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Moisture damage was found on the keypad traces. No moisture damage found on the electronic or motor assembly. The unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.